Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient did not charge the ipg as recommended, and the ipg became inoperable. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.